Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance 3 times due to low blood glucose. On (B)(6) 2018 they had blood glucose of 15 mg/dl at the time of the incident. The customer was at 50 mg/dl at the time of the call. The customer used glucose tablets and was given a glucose shot to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering. Troubleshooting was completed and the customer discovered that their basal rates were too high. The customer also had low on (B)(6) and (B)(6) 2018. The insulin pump will not be returned for analysis.